Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tpvr. As reported, the first 23 mm sapien 3 valve was implanted and showed moderate-severe pulmonary insufficiency (pi) and a gradient of 19 mmhg. The valve was post dilated with a non-edwards balloon, but the pi persisted. A 23 mm sapien 3 valve was successfully implanted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.